Manufacturer narrative:
(B)(4). Physio-control has received the device and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not deliver defibrillation energy. There was no patient use associated with the event.